Manufacturer narrative:
Device not returned. Late prosthetic ring endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the device. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the patient had a bacterial infectious disease. Also, the health-care provider noted that the explant was not related to any device malfunction or quality deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 2 years and 11 months (35 months) due to endocarditis, source is streptococcus viridans. Per the health-care provider, there was no device malfunction or quality deficiency related to the device. The health-care provider also added that the patient had an infectious disease, type of infection is bacterial. The explanted device was replaced by an edwards annuloplasty ring. No other details reported.